Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: on 01/06/2023 the cath IV was used on a patient and when the nurse went to push the button to retract the needle it felt like the button was broken and the needle would not retract.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2023 the cath IV was used on a patient and when the nurse went to push the button to retract the needle it felt like the button was broken and the needle would not retract.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.